Event description:
It was reported that after the physician had captured a stone during a ureteroscopy, this basket became stuck. He removed the handle and attempted to withdraw the basket with the ureteroscope, but the basket tip fell off. It was necessary to remove the basket and stones through surgery. The surgery was successful, however, the patient was hospitalized for several days post procedure. No patient sequelae resulted from this event. The device has been destroyed by the user facility and is not being returned to the manufacturer, therefore, no failure analysis is available. Company's follow up indicated that the physician met resistance as he was withdrawing the basket. Company's directions for use state: "caution: if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force. Precaution: stones may be too large to withdraw the basketed stone fully into the sheath."